Manufacturer narrative:
Additional information received that this event occurred during preventive maintenance testing and there was no patient involvement.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition but, contaminated sticky fluid ingression around the housings gasket. Customer's complaint of error code 10102 was verified. Event log was not available for review. Use testing was performed. Service installed the software application into pump to resolve the issue. The problem source is unknown.

Event description:
Information was received that the cadd prizm pump is alarming error code 10102. No reported adverse effects.